Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, no patient complications were reported. The patient was healing well after each procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The patient is reported to be over 18 years of age.